Event description:
It was reported that a pt underwent a myomectomy procedure on (B)(6) 2011. During the procedure, after four minutes of usage, the device stopped spinning. Another like device was used to complete the procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4) - blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form.